Manufacturer narrative:
Result of investigation: the pcba, vela main coldfire was recieved for failure analysis. Visual inspection was performed. However, there were no anomalies found. Uut (unit under test) was installed in known good vela unventilator was powered in ventilate mode where the unit ventilates normally (volume set at 500ml / vti reading 500 ml / vte reading 549ml) and displays no alarms. Unit was powered in service mode. The event logs were reviewed, found multiple instances of xdcr faults pt801 have been recorded upon power-up and was able to verify the customer's reported allegation of [?]xdcr fault' alarms. Transducer calibrations was performed as described in the vela ventilator systems service manual. Uut was allowed to operate for 1 hour and underwent thermal stress for approximately 3 minutes, remained operating without fault..

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that vela is alarming for transducer fault. There is no patient involvement associated with this event.